Event description:
It was initially reported that during the recovery of a pt, the neurologist could not communicate with the device. It is unk if any diagnostics were performed intraoperatively. The pt's generator was replaced and has since been discarded by the hospital. Good faith attempts to obtain add'l info have been unsuccessful to date.